Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are twelve additional complaints associated with the lot for the reported issue. Two valved cannula/hub assemblies were visually inspected. One sample was found non-conforming with an open valve and one sample was non-conforming with a torn septum. The exact root cause for this complaint is unknown, however, potential contributing factors related to the manufacturing, molding, and post cure processes of the valves has been identified. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaky valves; both the nasal and temporal valves were leaking moderately from the start of the procedure. The infusion line valve did not leak, it held the infusion line until the end of the procedure. No plugs were used, the case was completed without harm to the patient. A product sample was received at the manufacturing site and it is awaiting evaluation.